Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-00234. It was reported the patient experienced pain around the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the physician noted one of the anchors protruding out. In turn, the anchor was sutured down which resolved the issue.